Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. The lv2/lv3/lv4/proximal conductors of the lead were distorted due to the guidewire coating adhering to the conductor. Visual analysis noted the lead was damaged at implant. (B)(4).

Event description:
It was reported during the implant attempt that the guidewire was stuck within the lumen of the lead. The guidewire was extracted once the lead was removed from the patient. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.